Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because patient allegedly reported that when she gets to the screen that shows the calculated amount of insulin she should take, the numbers for units of insulin to take are frozen at 0.00 and numbers for carbs, for example, increase and decrease much too quickly after the first couple of numbers. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.